Event description:
It was reported that the patient's had a hip revision for possible infection. Patient complained of hip pain.

Manufacturer narrative:
Additional devices noted in this report are: trident hemispherical cluster hole shell, catalog: 502-11-58f, lot: 40788801, sterile lot: 1207jcm; 6.5 cancellous bone screw 30mm, catalog: 2030-6530-1, lot: mle13j , sterile lot:mshle30a; 6.5 cancellous bone screw 35mm, catalog: 2030-6535-1, lot: mjkjer, sterile lot: mshjk23a; 6.5 cancellous bone screw 30mm, catalog: 2030-6530-1, lot: mkltv9, sterile lot: mshkm05a. The event was not confirmed and the root cause could not be determined based upon the minimal information provided. The device history review of all lot codes reported indicated that the devices were manufactured and accepted into final stock with no relevant reported discrepancies. The complaint history review did not reveal any other events for the reported lots.